Event description:
This was a left-sided lead extraction case conducted in the ep lab to remove a total of 2 leads (cpi-gdt 184 endotak reliance g active fix dual coil is-1/df-1 59cm - rv; cpi-gdt 4087 flextend active ext/ret - ra) due to a non-functional, fractured ICD lead. The patient was prepped per hrs recommended standards. The md prepped both leads with lld-ezs and began lasing and successfully extracting the ra lead with the 16f glidelight. Lasing continued on the rv lead, successfully lasing over the length of the proximal coil. The lead released and significant tissue was noted around the proximal coil. Soon after extracting the lead the patient's abp dropped. An effusion was confirmed by tee and the cvs was called into the room. Within 3 minutes the cvs had access to the patient's heart via sternotomy. A laceration was noted at the innominate to the svc, the exact length of the proximal coil. The patient was placed on bypass, blood was given and the injury was successfully repaired with a bovine tissue patch. After approximately 180 minutes the patient was stabilized and transferred to the ICU for recovery.